Manufacturer narrative:
The covidien customer support engineer (cse) replaced the power switch. The unit passed all tests. Covidien reference: (B)(4).

Event description:
A report was received from the USA with information stating that an 840 ventilator shut down and displayed an inoperative battery error. There was no reported patient involvement. The date of the event was not reported.